Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose reading of 65 mg/dl on a cgm and, in anticipation of being npo for a scheduled procedure, inquired about disconnecting the ilet pump; the user treated the low with oral carbohydrate (gatorade) and glucose subsequently rose to 91 mg/dl and trending up. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education regarding temporary pump disconnection and pausing insulin delivery, with recommendation to consult the healthcare provider for prolonged disconnection. Investigation of this case revealed no device malfunction and no performance or component issue reported, with cause of the hypoglycemic event unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.